Manufacturer narrative:
The anchor is broken and bent at the suture slot. The inner shaft is bent and twisted. The condition of the device is consistent with off axis insertion. Proper alignment is essential for a successful repair. No root cause related to the manufacture of the device can be established. The root cause for this complaint cannot be confirmed with confidence but maybe associated with use error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bioraptor knotless suture anchor broke during implantation. The surgeon retrieved the broken screw. A backup bioraptor knotless suture anchor was used to complete the surgery. A short delay of less than 30 minutes was reported. There was no reported patient impact.